Manufacturer narrative:
The tech found the brake and steer casters were old and worn. The tech replaced the brake and steer casters to resolve the issue.

Event description:
Tech alleged that the brake casters were not holding. No alleged injuries reported.